Event description:
It was reported that the burr and rotawire detached and was left inside patient's body. The target lesion was located in the left anterior tibial vessel. A 1.75mm peripheral rotalink plus and a rotawire were selected for use. During the procedure, atherectomy got through the lesion. However, when the 1.75mm peripheral rotalink plus was taken out, it was noted that the burr head was not moving. After retracting the entire catheter, the burr head is still inside. Then, when the rotawire was taken out, the physician further noted that a piece of the wire and the burr head were left inside the patient. Consequently, the physician tried to snare the fragments out; however, it was unable to be snared so the physician completed the procedure to make sure the patient still had runoff in the foot and they were done. The procedure was completed with the same device. The physician talked with the patient and they may have to take him to surgery to take it out. No further patient complications were reported.